Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/21/2019. A manufacturing record evaluation was performed for the finished device lot mbq171, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number for procedures involved in this complaint. For each procedure, please provide following information separately: event date, procedure name, product code and lot (if different), quantity of sutures which broke during use? How was case completed? Is product available for evaluation? If yes, please provide name, mailing address and telephone number to whom a shipper can be sent to return the product. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. It was not reported how the procedure was completed. There were no patient consequences reported. No additional information was provided.